Manufacturer narrative:
This patient had a large charcot deformity, which otherwise would have resulted in amputation. The surgeon was satisfied with the result of the original surgery. The patient's clinical condition has not worsened due to this removal, and the foot was salvaged.

Event description:
It was reported that an axis charcot beam was removed because it was broken approximatley 5-6 months after implantation.